Event description:
It was reported that the sensor broke in half during a sensor insertion attempt. The customer stated that she had tried to insert the sensor into her leg and she was able to get the remains out of the sensor. She was advised that this was considered off label use. She declined troubleshooting assistance. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor needle separated from sensor base. Complaint against serter.